Event description:
The info provided to sjm indicated an angio-seal sts plus was selected for use following a percutaneous transluminal angioplasty. The puncture was through the right femoral artery due to stenosis in the left external iliac artery. Approximately 4 days later, the pt presented with a fever and swelling at the puncture site. The pt was diagnosed with a pseudoaneurysm. Surgery was required but complicated by abscess formation. The pseudoaneurysm was removed and surgical débridement was performed. One month later, another pseudoaneurysm formed at the site which was excised using bypass surgery of the left external iliac and right popliteal arteries. The physician commented that the cause was likely related to the pt condition and no pre-deployment angiogram was performed. The insertion sheath may have also been positioned further into the vessel than the ideal location to set the anchor.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.